Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device unexpectedly powering off could not be confirmed. Proper device operation was observed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device would unexpectedly shut down by itself. No further details were provided. There was no patient involvement associated with the reported event.